Manufacturer narrative:
Correction - d6a. Date of implant has been populated, it was previously not reported.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and repalce the rv lead. The patient condition was stable following the procedure.